Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly and the device was difficult to open and close. The surgeon was able to remove the device and complete the procedure without any pt injury.